Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation it is likely due to a faulty printed circuit board. However, the specific cause of the faulty printed circuit board set could not be established at this time. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The subject device was returned to olympus for evaluation. In addition to evaluation. The harness on printed circuit board was corroded. There was dust inside the unit. There was intermittent flickering from the serial digital interface 2 output due to a defective printed circuit board. The image was visible. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The subject device (visera elite ii video system center) is an olympus demo asset that was returned without a complaint. There was no report of patient harm associated with this event. During incoming inspection, the touch panel display was not coming on due to a defective circuit board. This medwatch is being submitted to capture the reportable malfunction found during evaluation.